Event description:
It was reported that during an angioplasty procedure, the catheter became lodged on the guide wire. The lesion was located in the moderately tortuous, moderately calcified and totally occluded right coronary artery (rca). The 15mm x 3.0mm maverick over-the-wire ptca catheter became lodged on a non-bsc guide wire. The devices were removed from the patient. The guide wire was removed from the balloon catheter outside of the patient. The physician used the same 15mm x 3.0mm maverick over-the-wire ptca catheter with a new non-bsc guide wire; however, the catheter also became lodged on this new wire. When devices were removed from the patient, the guide wire was not able to be removed from the catheter. It was further reported that the guide wire had begun to unravel. The procedure was successfully completed with another guide wire and a different maverick over-the-wire balloon catheter. No patient complications were reported. Patient status is reported as "fine".